Event description:
Received spontaneous call from pt, was admitted to the hosp overnight for high pressure alarms on both pumps sn (B)(4) due 04/27/2019 and sn (B)(4) due 05/04/2019 which persisted despite switching back and forth between the pumps, cleaning the connectors, re-seating the cassette, and flushing the line. In the hosp, she re-mixed using the hosp cassette and another pump which resolved the problem. No further info is known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Malfunction resulted in an ade - hospitalization - yes. Devices were replaced. Old devices will be returned. Device was in use at the time of the malfunction (for both pumps) - yes (1 device)/no (back up device). Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah. Expiration dates: 04/27; 05/04.